Event description:
It was reported that during set up the device was getting too hot when running. No injuries or complications were reported as a result.

Manufacturer narrative:
The device was received and sent to the original equipment manufacturer (OEM) for evaluation. There was a relationship found between the returned device and the reported incident. Evaluation of the device by the OEM found the unit got hot during testing. Upon disassembly it was noted that worn components were causing the collet to not lock properly and making the device run hot. The complaint was confirmed and per the OEM the root cause was determined to be wear from use.